Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 4: reference MFR. Report# 1627487-2019-03416, reference MFR. Report# 1627487-2019-03418, reference MFR. Report# 1627487-2019-03419. It was reported diagnostic system testing indicated multiple high impedance values. Surgical intervention may be pending to address the issue

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-03416; related manufacturer reference number: 1627487-2019-03418; related manufacturer reference number: 1627487-2019-03419.